Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a small bowel enteroscope procedure performed on (B)(6) 2024. During procedure, the distal tip detached from the working length. The distal tip was retrieved with a biopsy forceps and another gold probe was used to complete the procedure. There were no patient complications reported as a result of this event.